Event description:
This case was reported by a lawyer and described the occurrence of nerve damage in a female patient who received super poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. In 1989, the patient used super poligrip at unknown dosing. At an unknown time after using super poligrip, the patient experienced nerve damage and zinc poisoning. At the time of reporting, the outcome of the events was unknown. According to the legal complaint, the patient experienced zinc poisoning which resulted in "permanent disabling neurological damage, among other injuries and damages." Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).